Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the obtuse marginal branch. A 2.50x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion; however, the stent strut was fractured and the broken piece remained inside the patient. The physician implanted another of the same device to cover the broken piece and the procedure was completed. No further patient complications were reported and the patient's status was stable.